Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of a low power hazard alarm was confirmed via the submitted log file. The log file contained approximately 16 days of data ((B)(6) 2019 through (B)(6) 2019 per timestamp). In the first events of the log file, (B)(6) 2019 13:03, the voltage across both power cables is approximately 7.1v and is trending down to 2.7v within 2 seconds. During these events the low power hazard alarms are active along with invalid rsoc faults. The alarms clear shortly after activating and appear to be related to a loss of ac power while the controller is connected to the mpu. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mobile power unit was not returned for analysis. Attempts were made to gather more information regarding the reported event; to date no further information has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that log file submitted captured a low power hazard event on (B)(6) 2019 which was caused by the power cord of the mpu (mobile power unit) coming loose at the mpu or the wall outlet. Additional information was requested but was not provided.